Event description:
It was reported that this right ventricular (rv) lead was exhibiting an increase in threshold values (high capture thresholds). Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. This device is not available for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.